Event description:
It was reported that the patient presented in the hospital after receiving several shocks. The device was interrogated and noise was observed. Lead fracture was found at the distal tip. Lead was capped and replaced. Lead anomaly was confirmed via ICD analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.